Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage at the fluoro functions board was increased to 5.20 vdc. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system locked up and displayed a communication error message between the work station and the generator and produced a beeping sound as if it was still performing fluoroscopy. No pt injury was reported.